Event description:
It was reported that an alarm error occurred. An ekosonic endovascular device was selected for the treatment of pulmonary embolism. Five hours and six minutes into the therapy, an alarm was received indicating high instantaneous voltage shutoff. Troubleshooting was performed by checking the device for cross connections. The catheters were not cross connected. The device was powered down and restarted after 20 seconds. However, the alarm persisted. The connector interface cable (cic) on the device was switched from the alarming control unit to the non-alarming control unit. The alarm followed to the non-alarming control unit. The alarm was unable to be resolved through troubleshooting so the clinical specialist advised that the control unit gets turned off. At the time of reporting, it is unknown if the patient received adequate lytic delivery as determined by the physician. The report will be updated if further information becomes available.

Manufacturer narrative:
PMA/510(k) # field on 3500a form: additional number k182324.